Event description:
It was reported that during a laparoscopic cholecystectomy procedure, scissoring occurred when the device was used on the cystic duct. The clip could not be fed into the jaws after the event. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Advancer bypass toward tissue stop, non functional lockout, clip gap. The analysis of the el5ml found that it was received with a clip in jaws. Upon testing, the device fed and formed 5 conforming clips, two clips with gap and due to an advancer bypass a pear shaped clips was released; no scissoring clips were noted. Additionally, the lockout was noted non functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reach as to what may have caused the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Response from the affiliate: which firing of the device did this event occur on? First firing. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital.